Event description:
A report has been received from a dealer who stated that the wheel lock will not lock into place. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model solara 3g, serial number/date code unknown is approximately of an unknown age. The owner's manual part number 1154295, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed. The reporter of the event has been contacted for information on this incident. Of concern is the wheel locks. For this incident, the necessary repair was made without further incident.